Manufacturer narrative:
Lot number not provided.

Event description:
Customer reported that the unknown hex driver tip did not disengage from implant during procedure. He also mentioned that they were able to place another implant in the same procedure.

Event description:
Customer reported that the ire100u hex driver tip did not disengage from implant during procedure. He also mentioned that they were able to place another implant in the same procedure.

Manufacturer narrative:
One certain® universal ratchet extension implant driver (short) was returned for inspection. Visual inspection found that the product was seized together with the implant and could not be disengaged. The part was functionally tested. The implant was unable to disengage from the driver. The complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: documents identify instructions for connecting and inserting the reported ratchet extension: subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿final seating of the implant may require the use of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ complaint indicates parts were seized together during use. A root cause for the reported complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.